Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had flashing display, blank display and did not return the display and blank currently. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.